Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a healthcare professional that the buttons of the silent night sleep appliance broke off. No other information or injury was reported..

Manufacturer narrative:
Additional information h11. A non-visual device investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Fmea review results: based on the root cause description above, the failure mode of button detachment has been previously identified and documented as a known failure mode. This occurrence is consistent with the existing risk assessment, and no additional risk mitigation measures are required at this time. The manufacturer internal reference number is: (B)(4).